Manufacturer narrative:
The company service representative examined the system, but did not indicate replicating the reported event. The company service representative performed adjustment of the slip lamp and verified the energy output. No parts were replaced. The system was manufactured on august 7, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing low laser energy. Additional information has been requested.